Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date (B)(6) 2013, inratio meter 2.5, reference 3.2, mean 2.85, confidence limits 1.7 - 3.8. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No problem found. (B)(4) discrepant result complaints were reported for lot #310829 yielding a complaint rate of (B)(4). Due to this low occurrence rate, no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant accuracy results when compared to the physician's point of care (poc) meter. Results as follows: date (B)(6) 2013, inratio 2.5, poc 3.2. Time between testing was reported as 1 hour. Patient's therapeutic range is 3.0 - 3.5. It was reported the patient was hospitalized the night prior due to inr. There was no inratio test performed per information received. It was reported the patient was given plasma.